Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Healthcare professional additional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken assessed, as a surgical impact opening (shell thickness within spec). And observed, missing shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: stress marks observed, on the device.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. Healthcare professional, additional reported, rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device remains implanted.